Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump underinfused during a blood infusion in the intensive care unit. The volume to be infused was 300ml and an extra 60ml was programmed in order to get the proper volume. The tubing was primed with normal saline per manufacturer instructions and the pump was at a 24 inch height in relation to the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.